Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found evidence that the customer was "toe tapping", causing the software to become corrupted. System software as reloaded. The system operates as intended.